Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) rec'd an scs system, which included a percutaneous lead. It was reported the pt lost stimulation. A diagnostic test of the lead revealed high impedances on five of the eight lead contacts. The physician indicated a revision would be performed; however, no surgery date has been set. No add'l info is available at this time.